Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
It was reported to philips that the touchscreen was not calibrating at the top left hand corner. The customer stated the screen recognized touch, but kept saying a bad touch was detected and was not allowing the user to go further and there was no option to shutdown the unit. Removing the battery and mains was the only the option to shut down. The device was not being used on a patient at the time of the event. This issue was noted while servicing the device. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse confirmed the customer performed the calibration as per the service guide, and advised that replacement of the touchscreen would be the next option. The rse provided the customer with the part number and price of a replacement touchscreen to order direct and install onsite themselves. A good faith effort was made and the rse advised that the customer was provided with the part number and price so they can order and install the part themselves as the device is not under contract. A review of this service order in service max found no parts were ordered within the service order or onsite service requested and the case was closed.